Event description:
The hosp recently became aware of a medical device (pacemaker) that was extracted because of possible malfunction. In 5/2000, the pt was diagnosed with ventricular tachycardia. They had a aicd pacemaker implanted. Twenty days later they began experiencing inappropriate aicd discharge. Pt was admitted and attempts were made to revise pacemaker aicd function, but pt continued to experience discharges from aicd. The device was removed and replaced.